Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient order was not shown, and user was unable to pull medication. The technical support specialist (tss) received the case from the case pick and noted it was already six days old. Multiple emails were sent to the customer requesting confirmation if the issue persisted before proceeding with troubleshooting, but no response was received. An email was sent to inform the customer of case closure.

Event description:
It was reported that when using the bd pyxis¿ es server patient order was not showing. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.